Event description:
Through the review of medical article: "a multimodal approach to predict prosthesis patient mismatch in patients undergoing valve-in-valve trans-catheter aortic valve implantation", the following event was identified as pertaining to an edwards device: 8 patients with a valve model 3300tfx implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to degeneration. Non-edwards transcatheter valves were implanted within the surgical devices.

Manufacturer narrative:
H11: additional manufacturer narrative: this is one of three manufacturer reports being submitted to this article. This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The date of the event was unknown; however, the article provided the following date range on page 1: from (B)(6) 2017 to (B)(6) 2023. Thus, (B)(6) 2017 was used as date of event. The devices were not returned to edwards for evaluation as they remained implanted. Attempts have been made to obtain additional information. However, the customer was not willing to provide any further details on these events. Article citation: bianchini, f., romagnoli, e., aurigemma, c., lombardi, m., graziani, f., iannaccone, g., locorotondo, g., busco, m., malara, s., nesta, m., bruno, p., corrado, m., natale, l., lombardo, a., burzotta, f., & trani, c. (2024). A multimodal approach to predict prosthesis-patient mismatch in patients undergoing valve-in-valve trans-catheter aortic valve implantation. Cardiovascular revascularization medicine, n/a-n/a. Https://doi.org/10.1016/j.carrev.2024.06.012. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.